Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the guidewire that came in the package had not been able to enter the lumen of the lead, which was the reason for the placement difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the lead. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet, the stylet was not inserted in the lead. A fresh 14-58 gray stylet was insert in the lead and came to an occlusion at 2.4 cm. There is a blood obstruction in the distal conductor at 2.4 cm. If information is provided in the future, a supplemental report will be issued.